Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a build up of serum on the tip clamps, tip clamp sleeves, and plunger clamps in the reported problem area of the pipette assembly. Five plunger clamps, lld contact springs, tip clamp sleeves, compression springs, and one complete lube lifter were replaced. The instrument was inspected, tested without further problem, and returned to service.